Manufacturer narrative:
All operating currents are within specification and passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test; the insulin pump functioned properly. No unexpected battery out limit alarm noted. The insulin pump was received with minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed battery out limit before and after a battery change. Customer's blood glucose was 207 mg/dl at the time of incident. Troubleshooting advised customer to remove the battery and then replace it but the alarm could not be cleared. The customer was advised that the device would be replaced and agreed to return the product for analysis. No further details given.